Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 9 millimeters in size and located in the right upper lobe apical segment very close to the pleura. The procedure was completed as planned with no delays. A post-procedure chest x-ray was performed and detected a small pneumothorax. While the patient was asymptomatic, a subsequent chest x-ray showed that the size of the pneumothorax was slightly bigger, so the physician elected to place a pigtail catheter. The patient was monitored overnight (less than 24 hours), the pneumothorax resolved, the chest tube was removed, and the patient was subsequently discharged home. The physician reported that the pneumothorax was not ion-related, and it would have likely occurred via another modality. The pneumothorax was believed to be procedure-related due to the patient's anatomy and the complex location of the target nodule. There was no device malfunction associated with the event.